Manufacturer narrative:
Correction to h10: it was unknown if there was a delay in the start of precleaning. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material came out of the suction channel, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. The channel was not broken and it was unknown if reprocessing was fully performed according to the instructions for use (IFU). The event can be detected by following the instructions for use (IFU) which state: "1 inspect the endoscope connector for any irregularities such as excessive scratching, deformation, and loose parts. 4 inspect the external surface of the entire insertion section including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects. 1 depress the suction valve and confirm that water is continuously aspirated into the suction bottle of the suction pump. 1 insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end of the endoscope. Also, make sure that no foreign objects come out of the distal end of the endoscope. 2 confirm that the endotherapy accessory can be withdrawn smoothly from the biopsy valve." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Establishment name: (B)(6). The device was returned to olympus for inspection. And the customer's allegation was not confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: no electrical continuity; due to damage on distal end. Due to wear of angle wire; bending angle in up direction and the play of up/down knob does not meet specifications. Scratches and chips throughout the device, light guide bundle is slipping down, bending tube has a dent, adhesives around objective lens has white-clouded area, and adhesive around light guide lens is peeled. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The device was cleaned, sanitized or disinfected prior to being sent for repair. The customer confirmed, that the facility does not delay the start of precleaning of the equipment after use. Customer noted normal, no abnormalities on the accessories used for reprocessing. The customer noted, that the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The customer noted, that the facility flushed the air/water nozzle with water and air. The customer noted, that the facility flushed air/water nozzle with detergent solution. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the gastrointestinal videoscope had air/water leakage from the tip. During inspection and evaluation, a foreign object came out of the suction channel. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.